Event description:
A customer contacted baxter's technical service center regarding a system error 2240 and 2367 alarm that appeared on the homechoice (hc) unit during initial drain. The care giver (cg) stated that she did not open the home patient's (hp) catheter. The cg stated that she opened the catheter and the hc alarmed and she cannot clear it. The technical service representative (tsr) had the cg cycle the power. The tsr reviewed the alarm log. The hp received a system error 2240 followed by a system error 2367. The tsr assisted the cg on getting the set out of the hc and had the cg turn off the hc. The tsr explained that air got into the set and that she would have to start over with new supplies. The tsr asked the cg if she sees anything wrong with the supplies. The cg stated she sees a crack in the patient line tubing. The tsr asked the cg to hold on to the supplies and baxter would send someone out to pick the supplies up. The cg would start over with new supplies and hold on to the supplies for baxter. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
Baxter is attempting to retrieve the sample. A follow up MDR will be submitted if additional information becomes available.